Event description:
It was reported that during an esophageal dilation procedure the balloon "busted". The target stricture was in the esophagus. A cre 15-18mm 8cm f/g balloon dilation catheter had been selected to treat the target stricture. At an unspecified time during the procedure, the balloon "busted". The procedure was completed with another of the same device. There were no patient complications reported. The patient's current condition is unk.